Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons are not responding. The patient denied damage to the keypad and casing. The patient wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed unresponsive "up"& "down" keypad buttons. The keypad was intact and was removed for investigation. Moisture contamination was noted on the "up" & "down" contacts. Unrelated to this complaint, a black box review recorded multiple cs054 alarms there was evidence of moisture corrosion observed inside the pump on the display screen. The pump case was cracked. The unit failed a leak test due a case seal leak. The pump was opened for further investigation. Moisture residue found on the rf transceiver circuit. Moisture damage to the keypad prevented the completion of all testing steps.